Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing of foley catheter, no water was able to drain even when a syringe was inserted. Per follow up information received via ibc on 13nov2024, stated that there was 5 affected products.

Manufacturer narrative:
The reported event is inconclusive and no sample was returned for evaluation. A specific root cause has not been identified, however, based on the available information, damages due to shipping could be caused by excessive handling and/or extreme shipping conditions, occurring in either bd warehouse operations or with the various carrier providers. The failure modes in the scope of this fair have been confirmed not to be manufacturing related, therefore DHR review was not required. As a review of the labeling could not have prevented the reported event, a label review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing of foley catheter, no water was able to drain even when a syringe was inserted. Per follow up information received via ibc on 13nov2024, stated that there was 5 affected products.